Manufacturer narrative:
Investigation summary: no product was returned for investigation. Sepsis: in order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the sepsis was unable to be determined due to insufficient clinical details. Bradycardia: in order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the bradycardia was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1970145 device history batch: subcomponent lot: n/a. Device history review (B)(4) device with sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient had an elevated white blood cell count and was suspected to have developed septic shock, resulting in vasoplegia. The patient subsequently expired. Additional information indicated that the pump was not considered to have contributed to the occurrence of sepsis or the patient¿s death.